Event description:
It was reported that patient experienced pain in the torso of his genitals with his inflatable penile prosthesis (ipp) device. He underwent a surgical procedure two weeks later. During the revision, it was noticed that the lgx 15cm cylinders initially implanted were inaccurate in size, causing the pain. Physician removed the pump and cylinders and replaced them with a new pump and cxr 12cm cylinders. After this intervention, the patient got better.

Manufacturer narrative:
Investigation summary: based on the information available, boston scientific cannot confirm the reported event. There were no cylinder characteristics identified that would have caused or contributed to the reported event; an incidental problem was identified with the returned pump component that could impact functionality of the device. Cylinder length too long and pain are known risks of ipp implantation and are not unanticipated. The reported pain is likely a consequence of the cylinders being oversized at implant. Device history record (DHR): review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records found no evidence that the device failed to meet applicable product specifications prior to shipment from boston scientific. Device technical analysis: upon receipt, the ams 700 cylinders were visually inspected and leak tested. Cylinder 1 was found to have a leak through a hole in the proximal cylinder body consistent with explant damage; the cylinder was not pressure tested as a result. Cylinder 2 tested within specification during leakage and pressure testing. The rear tips of both cylinders were found to be trimmed and cut off. Inspection of the pump component found no visual irregularities and passed leakage testing. The pump did not pass activation testing requiring greater than the specified 8lb of force. Labeling review: a review of the device instructions for use (IFU) risk documentation was completed. The adverse event of cylinder length too long is a known risk of the device. The reported pain was anticipated in nature and severity per the IFU and ams 700 hazard analysis (ha). Based on the reported events, it is probable that the pain is a consequence of the oversized cylinders related to improper cylinder size selection. Investigation conclusion: based on the information available, an investigation conclusion code of unintended use error caused or contributed to event was assigned to the cylinders; however, an investigation conclusion code of cause traced to component failure was assigned to the pump.

Event description:
It was reported that patient experienced pain in the torso of his genitals with his inflatable penile prosthesis (ipp) device. He underwent a surgical procedure two weeks later. During the revision, it was noticed that the lgx 15cm cylinders initially implanted were inaccurate in size, causing the pain. Physician removed the pump and cylinders and replaced them with a new pump and cxr 12cm cylinders. After this intervention, the patient got better.

Event description:
It was reported that patient experienced pain in the torso of his genitals with his inflatable penile prosthesis (ipp) device. He underwent a surgical procedure two weeks later. During the revision, it was noticed that the lgx 15cm cylinders initially implanted were inaccurate in size, causing the pain. Physician removed the pump and cylinders and replaced them with a new pump and cxr 12cm cylinders. After this intervention, the patient got better.

Manufacturer narrative:
Investigation summary based on the information available, the cause that contributed to the reported pain and sizing issues cannot be established as the product is not available for analysis. Device history record (DHR) the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. However, there are several failure modes of the device and one of them could have been choosing the wrong length for the device or providing the wrong tubbing size to the physician before the surgery labeling review a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation